Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected vitros trop I es results occurred while using the vitros eci analyzer. The investigation confirmed that the sample involved was not processed in accordance with the tube manufacturer's recommendation. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. An ocd field engineer performed 'as needed' maintenance to the well wash metering subsystem. Performance tests verified that the instrument was operating as expected. A definitive root cause of this event could not be determined, however, an instrument related issue and/or pre-analytical sample processing cannot be ruled out.

Event description:
A customer obtained non-reproducible, higher than expected vitros trop I es results for two patient samples while using the vitros eci immunodiagnostic system. Biased results of the direction and magnitude observed may lead to inappropriate physician action. The affected result for the first patient was reported to the clinician, and a corrected report was issued. The affected result for the second patient was not reported from the laboratory to the clinician. There was no allegation of harm to the patients as a result of these events. This report corresponds to ortho clinical diagnostics inc. (B)(4).